Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Technical assistance center (tac) provided support. The cv-190 processor displayed a b30 error when used with 190 series scopes. Troubleshooting did not resolve the issue, but the processor functioned properly with a 180 series scope. The unit requires repair, and instructions were provided to the technician to send it in. The product has not yet been received. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed error code b30. The issue was found during inspection for use. There were no reports of patient involvement.